Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that three-infusion set tubing detached from connector on (B)(6) 2025. The infusion set was in use for one to one and half days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.